Manufacturer narrative:
Additional information h3, h4, h6 evaluation summary the device history record was reviewed. The lot was released meeting all the acceptance criteria. The sample was received for evaluation. During investigation, the sample was subjected to an inflation test whereby 10ml water had been used as recommended in the specification. According to the investigation result, the balloon could be inflated as its intended use. The sample was also tested for proper drainage while the balloon was still inflated. Water flowed out normally through the eye. The inflated catheter was left overnight and then tested again for its drainage. Water was able to flow normally without obstruction through the eye. No indication of poor drainage can be observed. The reported condition was not able to be replicated. At this time, no corrective and preventative action is required. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the catheter was inserted on (B)(6) 2021, and seemed to be draining poorly, causing hyperreflexia (high blood pressure, potentially very dangerous) so it had to be changed 3.5 days later on (B)(6) 2021. Additional information stated that he did not take any medication to treat the issues while using the catheter. The catheter was inserted by a health professional and was not tested prior to use because it needed to remain sterile. This catheter drained after being removed and he stated that it was either draining intermittently since it drains now or there was a problem with his bladder that has since subsided.